Manufacturer narrative:
Other, other text: additional information h6, h10 this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. Correction: no causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Device evaluation results: one medfusion 4000 pump was returned for investigation in used condition with a cracked bottom case. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The reported problem was not found in the event log but the error "battery communication time out" was found. Visual inspection and power up start testing was utilized in this investigation. "Battery communication timeout" was found during power up and a cracked bottom case was found at inspection. Corrosion was found on the interconnect boards as a result of customer introduced fluid ingression which was the root cause due to either improper cleaning methods or excessive fluids introduced to the pump surface. The interconnect board, bottom case and battery was replaced as preventative maintenance and the device passed all functional and delivery tests.

Event description:
It was reported that a smiths medical pump exhibited a faulty interconnect board and damaged bottom case. Per reporter there was no patient involvement